Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced bradycardia and hypotension, their heart rate was noted to be in the 30's, systolic blood pressure dropped to 50 mm hg. The right ventricular (rv) lead exhibited undersensing on current electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was revised.